Event description:
The device was set to deliver a solution of tpn with a volume of 1500cc at a rate of 80cc/hr at 9:30pm. At midnight, patient's blood sugar went up higher than 500 and noticed that tpn bag was almost finished and pump was checked. Reportedly, the rate was at 580cc/hr. No patient injury was reported.